Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling, it states, "inspect the instrument case and instruments for damage upon receipt and after each use and cleaning. Incompletely cleaned instruments should be cleaned until visibly clean, repeating as necessary. Instruments in need of repair should be set aside for repair service or returned to biomet. Instruments returned to biomet or its distributors should be cleaned and sterilized prior to shipment." Device requested, not yet received.

Event description:
During a reverse shoulder procedure, the forceps fractured into the patient. The fractured pieces were removed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition, as three of the four tips of the forceps are fractured off and the fourth tip is chipped. All fracture surfaces contain attributes indicative of bending overload. Root cause of the event is most likely bending overload combined with the use of excessive force during implantation.

Event description:
During a reverse shoulder procedure, the surgeon reported having to use force due to difficulty inserting the taper of the glenosphere into the baseplate. Subsequently, the tips of forceps fractured off and fell into the patient. The fractured pieces were removed and the procedure was completed by hand.